Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups with the healthcare provider, no additional information was provided such as the reason for explant, operative report, and device status for return; therefore, no further investigation can be performed into the root cause of this event. There has been no information to suggest a device malfunction or quality deficiency that may have contributed to this explant.

Manufacturer narrative:
Root abscess and leaflet disruption. Additional manufacturer narrative: through follow-up with the health-care provider, additional information was received. It was learned that the device was explanted due to prosthetic valve endocarditis. The operative report indicates that the findings at the time of surgery include a root abscess extending from the prosthetic aortic valve down to the mitral apparatus with heavy involvement of the leaflets of the aortic valve prosthesis. Additionally, the surgeon has indicated that the reason for explant was not related to a device malfunction. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was not provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' bioprosthetic valve was explanted after an implant duration of approximately 120 months. No additional information was provided by the healthcare provider.